Event description:
It was reported that a thrombus occurred. On (B)(6) 2017, patient underwent a successful watchman left atrial appendage (laa) closure procedure. No leaks or thrombus were noted during the 45 day follow up transesophageal echocardiogram (tee). The patient was started on aspirin and plavix. Seven days later, the patient had complaints of hemoptysis and plavix was stopped. On (B)(6) 2019, patient presented for a computed tomography scan of the chest, unrelated to watchman, and a device related thrombus was noted. The following day, another tee was performed and confirmed a thrombus in the left atrium that emanated from the closure device. Patient was on 81 mg of aspirin at the time of event. Warfarin was re-initiated and patient will present for a follow up in 6 weeks.